Event description:
A micro drill medium straight attachment was sent for eval due to overheating during testing. The event occurred during a routine field svc maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Debris around the upper bearings of the attachment was identified as the probable cause of the device overheating. The micro drill medium straight attachment was not returned to the user facility; it is not repairable once it is disassembled.